Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep after confirming the information with the healthcare provider (hcp). They reported that the cause of the short circuits had not yet been determined. No further actions/interventions had been taken other than the rep programming around the affected electrodes, which got stimulation to go down to the patient's feet. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that around the beginning of (B)(6) 2018, the patient started noticing they were not getting pain coverage far enough down their leg. A request was made to have the patient meet with a manufacturer representative (rep) for reprogramming. They were redirected to see the doctor to schedule an appointment with a rep. No further complications were reported or anticipated. Additional information was reported that the manufacturing representative (rep) stated the patient's ins battery is currently at 2.795v. The caller does not know what the implant battery voltage was. The rep is seeing elective indicator removal (eri) on their clinician programmer. The patient has a non-rechargeable ins. The rep reported the following programmed parameters below: programmed with 2 anodes and 2 cathodes; using electrodes 0, 1, 2, and 3 2. 5.0v/ 450pw/30hz. Therapy impedance: 651 ohms programmed with 2 anodes and 2 cathodes; using electrodes 4, 5, 6, and 7 on for 10 hours the estimated longevity calculation is 2.14 years and eos: 2.39 years. The patient impedance testing was as follows tested at 3v: reference 0 1: 150 ohms 2: 502 ohms 3: 536 ohms 4: 2604 ohms 5: 567 ohms 6: 2396 ohms 7: 557 ohms reference 1 0: 150 ohms 2: 499 ohms 3: 537 ohms 4: 2613 ohms 5: 567 ohms 6: 2396 ohms 7: 558 ohms reference 2: 0: 502 ohms 1: 499 ohms 3: 636 ohms 4: 2786 ohms 5: 743 ohms 6: 2567 ohms 7: 711 ohms references 3, 4, 5, 6, and 7 were all within normal limits. No further information was reported.